Manufacturer narrative:
The device was received for evaluation. During evaluation, the force sensor values were found out of range and review of the event history log identified downstream occlusion messages as the device malfunction. It was determined that the force sensor no tube and scale factor calibration is required to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device history log showed multiple downstream occlusion alarms. No additional information is available.